Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the left ventricular assist device (lvad) event log file captured a pump reset event on 09feb2024 at 11:25:15, which was not captured in the system controller event log file. It appeared that the pump had been connected to a different controller at the time and that a controller exchange occurred; however, the reason for the exchange was not known.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via log file analysis. A review of the submitted left ventricular assist device (lvad) log file contained data spanning approximately 27 days on (B)(6) 2024 per timestamp). A pump reset event was captured on 09feb2024 at 11:25:15, which was not captured in the controller event log file extracted from (B)(6), indicating that the pump had been connected to a different controller at this time. An additional pump reset event was captured at 11:28:59, consistent with the pump stop event recorded in controller (B)(6) log file, indicating that the pump was reconnected to the primary controller at that time. Device history records could not be reviewed due to the serial number of the system controller being unknown. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.